Manufacturer narrative:
An event regarding assembly issue involving a 2101-0200 was reported. The event was not confirmed. Method and results: device evaluation and results: a functional test was conducted with universal impactor/positioner (cat 2101-0200 lot code smm9n00) and an acetabular shell (cat 500-11-58f lot code 40376301). The shell was able to be threaded onto the impactor/positioner as intended. There was no force or issues involved with the threading of the component onto the instrument. A discussion with the mar group, concluded based on a visual inspection with the aid of a microscope, found a little cross threading on the top of the device. Medical records received and evaluation: not performed as no medical records were returned. Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the exact cause of the event could not be determined since we could not replicate the issues with threading a shell onto the impactor/positioner. During the functional the shell was able to be threaded onto the impactor/positioner as intended. There was no force or issues involved with the threading of the component onto the instrument. The mar group concluded that through visual inspection there was a little cross threading found on the top of the device. This cross threading did not enable the shell to be threaded on the impactor/positioner. No material or manufacturing defects were observed on the surfaces examined.

Event description:
It was reported that the surgeon could not re-attach cup impactor.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon could not re-attach cup impactor.